Manufacturer narrative:
Correction: g2 - other specification was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". "[Inspection of endoscopic images]. 1. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. 2. Observe the palm etc. With normal light observation image and nbi observation image. 3. Confirm that the illumination light is coming out. 4. Adjust the amount of light to make it suitable brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital- noting due to character limit. The device was returned to olympus for evaluation and the reported event was not confirmed. However, other evaluation findings are as follows: the adhesive on the bending section cover was chipped; the bending section could not be fixed firmly due to damage on the forceps elevator; the number of broken wire in the bending tube blade exceeded the standard value; the universal cord was dirty; and the image had white dots due to damage on the charged coupled device unit. Lastly, there were scratches on the following parts: the bending section cover, the video connector, the video connector case, the protector of the video cable section, the light guide cover glass, the light guide connector, the universal cord, the right/left lever, the forceps elevator lever, the right/left plate, the upward/downward plate, the grip, the control unit, and switch#1. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there was no display on the flex deflectable videoscope's monitor. This occurred during preparation for an unspecified therapeutic procedure. The procedure was completed with no delay, using another device. There was no report of patient harm.